Event description:
A ventilator was returned to the manufacturer for service. The customer stated the device's casing was damaged. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the flow sensor assembly was found to be broken. The device's flow sensor assembly was replaced to address the issue.